Event description:
Covidien received information stating that while in use on a pt a 980 ventilator alarmed and stopped cycling. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device verified the malfunction. The cse installed a new interface printed circuit board (pcb) with a usb stick and upgraded the software revision. The device was calibrated and extended self-testing was performed on the device and all tests passed. (B)(4).